Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise which resulted in asystole of three seconds. It was noted the patient is dependent on therapy. The patient will be coming into the clinic for troubleshooting. At this time, the lead remains in service. No additional adverse patient effects were reported.